Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. No additional outcome information was provided.

Manufacturer narrative:
Additional information was received on (B)(6) 2025, indicating that the event is not reportable, as such, the initial MDR#3013756811-2025-248901 was submitted in error.